Manufacturer narrative:
Concomitant devices used: unknown detachment control box, unknown connecting cable. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for carotid cavernous sinus fistula that was mildly tortuous and not calcified. Access was obtained from the femoral artery. The event happened during the procedure. The physician could not detach a deltapaq (cdf100208-30/g12395, complaint product) using an unspecified cable. It was noted that the system ready light did not illuminate at the time the detachment was attempted. It is unknown how many times the physician pressed the detachment button. When the physician replaced the deltapaq for the same product (lot unknown), he was able to detach it without any problem. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. It is unknown if the detachment control box and the cable were replaced or not. It is also unknown how many coils were placed in the target vessel during the procedure. According to the physician, the pre-deployment electrical check was performed and no issues noted. The green system ready light illuminated when both the cable and the deltapaq were connected and the dcb powered on. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
During a carotid cavernous sinus fistula embolization the 2 mm x 8 cm deltapaq cerecyte microcoil could not be detached using an unspecified cable. It was noted that the system ready light did not illuminate at the time the detachment was attempted. It is unknown how many times the detachment button was pressed. When the deltapaq was replaced for the same product (lot unknown), it was able to be detached without any problems. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. It is unknown if the detachment control box (dcb) and the cable were replaced or not. It is also unknown how many coils were placed in the target vessel during the procedure. It was reported that the pre-deployment electrical check was performed and no issues noted. The green system ready light illuminated when both the cable and the deltapaq were connected and the dcb powered on. There was no resistance/friction reported during advancement into the excelsior sl-10 (stryker) microcatheter. There was nothing unusual observed with the dcb. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No additional information is available. The microcoil system was returned heat sealed in bubble wrap. As found inside the returned packaging, the coil was entangled and knotted. The coil was found to have been damaged and stretched in multiple places. The coil's socket ring was found pushed down inside the outer sheath and against the resistive heating coil's distal section. The device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. The most likely root cause of the enpower system's go light illuminating on the pre-deployment check and then the coils failure to detach inside the aneurysm was due to a fracture in the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. While most likely not complaint related, it was found that the sheath's locking mechanism was fractured at the resheathing tool's v notch. This will occur when the microcoil system is first unlocked for use and the sheath's pull tab is retracted straight back instead of up at a forty-five degree angle and then back. This will cause the locking mechanism to become temporarily embedded inside the v notch. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines the following: "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger" which is further shown diagrammatically. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the report that the device passed the pre-deployment electrical check prior to the failure to detach and the findings on the returned device, although a definitive root cause cannot be determined, it appears that procedural factors, possibly device manipulation caused the damages on the device that led to the failure to detach. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.